Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw and a setscrew with a rounded socket. (B)(4).

Event description:
It was reported that during implant when the physician connected the leads with the pacemaker and was tensioning leads, a part of the pacemaker fell out of the device. The device was replaced with a new one. No patient complications have been reported as a result of this event.